Event description:
This x-ray system was not displaying fluoro time and radiation dose on the console.

Manufacturer narrative:
Eval method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.